Event description:
It was reported that the patient experienced pocket stimulation and presented to the clinic in backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator.